Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during prime, the centrifugal pump squeaked. The product was changed out. There was no patient involvement as this occurred during prime. The surgery was completed successfully.

Manufacturer narrative:
The investigation for this complaint was completed on (B)(4) 2012, with the additional information from complaint being a confirmed malfunction. It was determined at that time the complaint was reportable. Terumo did receive the actual device and visual inspection noted no anomalies. The pump was performance tested and found to be within specifications. Although this complaint could not be attributed to the device during investigation, it is realized that this failure may have been related to abnormal wear during use. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.